Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported: carto procedure started with large 0.035 coils which were successfully deployed with no problems through the base catheter. Operator began to step down in size when the 16x32 0.035 cx in question was pulled. Prep of the coil was performed with no issues, base catheter was flushed and coil was inserted into base catheter. The coil was tracking adequately through the tortuous anatomy until resistance was met. After manipulating the coil and several attempts to advance the coil, it appeared to detach from the pusher wire. Operator removed the catheter entirely to safely remove the coil. No harm to the patient, new base catheter was advanced, and coiling resumed with no further issues. Did not recover the coil as it was lodged inside the base catheter. Overall case was successful and operator was very pleased with the outcome. Coil in question never left the catheter housing.